Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was having uncomfortable stimulation. They noted that, after an adjustment, on the day of the report, at the healthcare professional (hcp) office, the stimulation was too high. They were feeling the stimulation in their testicles. After decreasing the amplitude, the uncomfortable stimulation was eliminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.